Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation (B)(6). Reprogramming was tried to no avail. System diagnostics determined high impedances on the lead. The patient underwent surgical intervention where in the lead was explanted and replaced with another model which resolved the issue. Effective therapy was restored postoperatively.